Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed episode of non-sustained right ventricular oversensing (nsrvo) recorded by the implantable cardioverter defibrillator (ICD), caused by possible noise or myopotentials. No patient symptoms were reported. Further information was requested but not received.